Event description:
It was reported that the patient was having ¿issues¿ with the programmer and it would not ¿on/off consistently.¿ the patient thought the implantable neurostimulator (ins) had moved which made it ¿more difficult to connect.¿ it was noted that the patient received a replacement programmer a couple weeks prior to report. The patient noted that they still had connection ¿issues¿ between the programmer and the ins. The patient suspected that the ins had moved. The patient stated that the doctor agreed that the ins had moved. The patient also noted that they had new pain in the ¿past month¿ that the current stimulation programming was not reaching. The patient wanted to see the manufacturer representative. The patient also mentioned that they had a CT scan for the low back area the day after report. The patient thought that stenosis had returned. The patient stated that they were following with a doctor at a clinic but did not know the doctor¿s name. The patient noted that the doctor would allow the manufacturer representative to come to their office for programming. The patient was redirected to the healthcare professional (hcp). Later the same day, the manufacturer representative wrote in and noted that they would contact the patient. It was later reported that the manufacturer representative saw the patient and the stimulation was working fine and was able to recharge appropriately.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-45, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).